Manufacturer narrative:
The reported event of a deformed device could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, two 25 mm amplatzer cribriform occluders (aco) were selected for use. During the procedure, the first aco was deployed in a deformed shape in the left atrium. The second 25 mm amplatzer cribriform occluder was used, but also deployed in a deformed shape. The acos did not have any difficulties during advancement. The second aco was safely removed from the patient and was exchanged with a 11 mm amplatzer septal occluder (aso). The aso was successfully deployed at the patient's defect and the procedure was completed with no further issues. The patient was reported with no consequences and remained hemodynamically stable throughout the procedure. The procedure was not significantly extended. The physician states that there were no anatomical factors which may have interfered with the deployment of the acos at the atrium and believes it may have been procedure related. The physician also states that they do not attribute the event to a device malfunction that had the potential to result in patient harm or injury.